Event description:
Covid-19 pfizer vaccine use for covid-19 under emergency use authorization (eua):provider was administering covid-19 vaccine to patient. As provider was administering the vaccine, the safety cap flipped up and caused the needle to bend as provider was inserting the needle in to the deltoid muscle. In the process, the needle twisted on the syringe and the vaccine leaked out. The patient received a full dose of vaccination with a new syringe. FDA safety report ID# (B)(4).